Event description:
It was reported that during a gastric bypass there were two devices used. The first device fired an incomplete staple line and did not cut. The second device cut, but did not deliver staples. The case was completed with another device, with no patient consequences.